Event description:
Customer's daughter reported customer receiving inaccurate high glucose reading (136 mg/dl) from their precision xtra meter. Customer's daughter reported customer experiencing symptoms of "drowsy and out of it". Paramedics were called and treated customer with unknown treatment to counteract the medical event. The diagnosis is unknown.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.